Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported patient called to ask if working her job in an automobile manufacturing plant could affect her device. Patient reported she was noticing little shocks upon first returning to work in the plant. She reported there are a lot of powerful machinery and potential sources of emi in her facility. Patient was advised to turn stimulation down or off to identify if the sensation is related to the device. Patient will call again if issue persists. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient was instructed to turn the device down or turn it off while near potential sources of emi. There were no further complications reported or anticipated.